Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that they had their pump replaced a few weeks ago in (B)(6) 2023. During the call, the patient stated that they had been going to a neurosurgeon after having the pump implanted and the neurosurgeons didn¿t realize that the patient had a lot of muscle spasticity in their abdomen that would cause the pump to repeatedly flip. Per the patient, the pump had slipped on them and scarred the inside of their muscle tissue so they didn¿t know if it was a known issue that when the pump moved from one location to another that the muscles ¿would turn to rock and be hard¿. The patient stated, ¿it felt like they had metal in the abdomen and that it was the grossest feeling in the world¿. The patient also stated that they had never had that much scar tissue in that area, and they weren't sure if it was from the pump flipping that caused the scar tissue, but they thought it was very similar to ¿the metal feeling they had in their stomach¿. Per the patient, their new pump was on their right side now between their abdomen and their back which was much better.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient reported that they had to have surgery in (B)(6) 2023 because a couple of weeks after implant the pump had started tilting and flipping. During the procedure, the pump was revised. Per the patient, the surgeon implanted the pump so deep that ¿it causes pain when I breath¿ and then stated, ¿it causes me pain 24/7¿. The patient also stated that the pump was now implanted at a tilt and so deep that they had a hard time connecting to the pump with their ptm (personal therapy manager) equipment. The agent reviewed with the patient where the antenna was located on the pump, and it sounded like the lower half of the pump was what was deeper into the body and likely causing the telemetry issue. The patient was redirected to their hcp (healthcare provider) to further discuss. The patient confirmed they would talk to their hcp and company representative at their next appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.